Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's mother reported that on (B)(6) 2010, the pt noticed blood in the infusion tubing and insulin leaked in the cartridge compartment of the infusion device. The pt's blood glucose was elevated to 13.4 mmol/l (241 mg/dl). Her normal blood glucose level is below 10 mmol/l (180 mg/dl). The pt dried the cartridge compartment and changed the insulin cartridge and infusion set. The insulin cartridge removed from the infusion device did not appear to be cracked or damaged. On (B)(6) 2010, there was again moisture in the cartridge compartment of the infusion device. The pt was advised to switch to injection therapy. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device, cartridge, and infusion set were requested to be returned for eval.